Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The device has been in operation for more than eight years, therefore, the likely cause of the parts on the circuit board deteriorated over time due to repeated use for a long period, and the dp board failed. In the dp substrate, color signal processing and image freeze control of the image are carried out. Therefore, it is speculated that color abnormality and image freeze of the image occurred due to the failure of the dp substrate. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation indicated the unit failed inspection due to faulty (dp) board causing discoloration and freezing of the image quality. A review of the asset's repair history showed the asset was last serviced on october 13, 2020; inspection only/no problem found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of the asset evis exera iii video system center, a malfunction of the image quality was identified as freezing and being discolored. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported to olympus.